Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(6) for evaluation. The chamber was visually inspected and connected to a waterbag to test for leaks. Results: small drops of water began to build up at the connection between the water feedset tube and spike. Visual inspection revealed that sufficient amount of glue was present around the spike tubing connection; however, the glue had only partly bonded. We were unable to replicate the reported issue of water leaking at the base of the water feedset tube where it connects to the chamber. A lot check revealed no other similar complaints of this nature for lot number 130902. Conclusion: we were unable to determine definitively the root cause of the reported fault; however, it is possible that the leaks from the feedset tube was due to the failure of the glue bond that joins the spike to the water feedset tube. Our previous investigation on similar complaints have also shown that such problem has been caused by the user removing the spike by grasping the tubing instead of the spike. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of (B)(4). During production, pull testing of the feedset strength at both spike and dome end is (B)(4) on mr290 chambers from each production line. If any faults are detected the whole batch is placed on hold for investigation. Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. This suggests that the problem occurred after the product was released for distribution. The user instructions which accompany the mr290 autofeed humidification chambers state the following: - "set appropriate ventilator alarm." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare field representative that an mr290v vented autofeed humidification chamber was leaking water at the base of the water feedset tube where it connects to the chamber. The hospital reported that this occurred shortly after setup. No patient consequence was reported.